Event description:
The customer reported a problem with the reservoirs. He stated that the reservoirs are old but not expired. The blood glucose at the time of the phone call was 329 mg/dl. The customer stated that insulin leaked past the second o-ring and into the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.